Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a communication with the carefusion (B)(4) technical service (B)(4). "Our service (B)(4) in (B)(4) reported its problems, he claims 2 units with serial numbers (B)(4) and (B)(4) they are not cycling with no visual or audible alarms. Waveforms disappear when the rate value increase to higher value, units are in pressure control ac. No other info was provided. Unit with serial number (B)(4) has software revision 2.16 hardware on this unit had to be upgraded so we can download software revision 3.9, the 3.0 kit p/n (B)(4), a uim s/n (B)(4), power supply kit p/n (B)(4) and a gde p/n (B)(4) is going to be order for this unit. Unit serial number (B)(4), we are going to be ordering a gde p/n (B)(4) for this unit."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on info provided by the foreign distributor to carefusion (B)(4). (B)(4). The alleged faulty gas delivery engine (gde) and power supply were received by carefusion, routed to the carefusion failure analysis lab and staged for eval. Once the evals are complete, a f/u medwatch report will be submitted.